Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional vascular device are filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat the radiocephalic fistula with mild calcification, moderate tortuosity and 70% stenosis. A non-abbott seeking catheter was tracked [advanced] through the command 18 guide wire and when the guide wire was removed, it was noted that the hydrophilic coating had separated from the wire. It was confirmed that no portion of the coating remained in the patient. A second command 18 guide wire was used and advanced through a non-abbott .018 support catheter with resistance noted. This command guide wire became stuck in the non-abbott support catheter. Both devices had to be removed together. A .035 support catheter and another command guide wire were used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection were performed on the returned device. The reported difficult to remove and difficult to advance were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing or removing the guide wire through the guide catheter include, but are not limited to, inner diameter of the guide catheter, outer diameter of the guide wire, buildup of procedural contaminants, anatomical morphology, and/or damage to the guide catheter or guide wire. There was no damage noted to the guide wire during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. Based on the information provided and discovered during return analysis, it is unknown what may have caused the initial difficulty during advancement. Interaction between the guide wire and catheter when difficulty advancement was encountered, likely resulted in the noted polymer tearing and deformation. Manipulation of the guide wire during the interaction, likely resulted in the noted scratched teflon and kinked core on the proximal end. Additionally, the damaged polymer may have contributed to the reported difficulty during removal from the catheter. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code- 2920 was added.

Event description:
Returned device analysis identified that the second command 18 guide wire had multiple tears on the polymer coating. No additional information was provided.